Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient's symptoms returned on the left side of the body. Diagnostics revealed high impedances on the right extension. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein both extensions and the ipg were explanted and replaced to address the issue.